Event description:
The ses was deployed in the svc ( superior vena cava ) before inserting a chemo catheter. The stent was found to be stretched and was said to have at least partially migrated into the right atrium.